Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Manufacturer narrative:
The service repair technician (srt) was able to confirm the complaint. The drain was able to be cleared of the debris and the water flow temporarily increased, it would in short order be blocked again and the water flow would slow. The srt was able to find the source of the debris to be the manifold assembly. The manifold was replaced along with descaling and cleaning of the unit. The water flow was restored. The unit was brought to manufacturer's specification and returned to clinical use. A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. (B)(4).

Event description:
During routine testing of the device at the service center, the service technician reported that the water drain was clogged. Water drain slowly. Since the event occurred during routine testing, there was no patient involvement during this event.